Event description:
The patient was implanted with a vented electric left ventricular device (lvad). It was reported by the vad coordinator that the patient was found to be in rate control fault. The lvad exit site was draining serosangunious fluid at the time of the event. It was suspected that there was fluid ingression from the saturated dressing at the exit site. It was also reported that the vent filter, which was near the saturated dressing did not appear to be clogged or wet. The hospital staff was unable to modify the mode by changing the mode from auto to fixed mode.